Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level over 700 mg/dl, a loss of consciousness and a coma. Customer was admitted to the hospital¿s intensive care unit where bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer alleged that the pump was not functioning properly; however, the alleged root cause could not be confirmed. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B3, b5.

Event description:
It was reported that the customer experienced a blood glucose level over 700 mg/dl, a loss of consciousness and a coma. Customer was admitted to the hospital¿s intensive care unit where bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer alleged that the pump was not functioning properly; however, the alleged root cause could not be confirmed. Reportedly, customer reverted to an alternate method of insulin therapy.